Manufacturer narrative:
Analysis of the wireless recharger (s/n (B)(6)) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Section d information references the main component of the system and other applicable components are: product ID: wr9220, serial# (B)(6), product type: recharger. Product ID: cd9000, serial# (B)(6), product type: multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was patient states recharger for left ins is blinking green but not the way it should be and won't turn on. Agent had patient hold down power button for 45 seconds in and out of dock. The troubleshooting steps that were taken on the call did not resolve the issue. Pss emailed repair to replace wr and dock.